Event description:
Boston scientific received information that during a device changeout procedure with this right ventricular (rv) lead the insulation pulled away from the lead as it was removed from the device header. This resulted in pacing inhibition for several seconds for this pacemaker dependent patient. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.